Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. A cause of the reported issue could not be determined. The device is returned unrepaired per the customer's request.

Event description:
The customer contacted stryker to report that lead trace on their device is faulty. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that lead trace on their device is faulty. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.